Event description:
It was reported that pump displayed cartridge malfunction alarm 30, and caller needed assistance with loading cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical Support guided caller through proper cartridge loading steps, caller loaded new cartridge successfully, and insulin therapy was resumed; original cartridge lot number was not available, and no additional information was received regarding further outcomes.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.